Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture

Event description:
Patient reported left side "experiencing problems, capsular contracture baker grade unknown, rupture, feels pain, tightness in the left breast and left breast is visibly sitting quite high". Healthcare professional reported "swelling". The device remains implanted.